Event description:
An infusion pump with an 812:00 failure code. The reporting facility was contacted by baxter's service shop and the hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.